Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an occlusion alarm occurred. Customer changed pump supplies to address occlusion. Reportedly, the customer delivered a manual injection and also delivered a bolus and had not eaten anything. Subsequently, the customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.